Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Return requested. Replacement field generator shipped to site 01/13/2016 medtronic investigation of returned suspect field generator finds that field generator was connected to a test system with the cranial application. When the emitter was connected, it immediately displayed red status and said axiem emitter low drive error. Diagnostics shows a fault on coil #1. On 01/14/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On no further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system emitter was going in and out. In trouble-shooting, emitter interface show no flt codes. This issue of intermittent emitter power was found in preparation for an upcoming procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacturing date now provided. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.